Event description:
Customer reported that the pump battery would not charge despite using a tandem charging cable and trying different wall outlets and adapters. There was no adverse impact on the customer¿s blood glucose level, which did not exceed 500 mg/dl. Technical support decided to replace the pump, and the customer planned to use multiple daily injections (mdi) as a backup therapy to ensure uninterrupted insulin delivery. The customer understood the instructions to return the faulty pump within 10 days using a pre-paid label..